Event description:
Employee reported when she put the gloves on, that she was bit by an insect inside the glove. She went to the emergency room, was placed off work for two days and was started on antibiotics for 10 days. The customer was also concerned that insect feces were in the glove.

Manufacturer narrative:
The device history record was reviewed and no abnormalities were noted. Historical trending was done, and this is the first complaint of this nature for this product code and lot number. Samples were received, and visual inspection on the returned gloves showed no evidence of foreign particles/matter inside the glove. A chemical test evaluation was carried out on the samples of similar product, and the results indicated that they were free of any chemical residue. The probable cause of the ¿insect feces¿ could be hardened dirt/stain from the dip line chain that could have inadvertently fallen onto the glove surface during manufacturing. The supplier has been apprised of this reported incident for close monitoring of the manufacturing process. Retraining has been performed with all manufacturing employees to avoid such future incidents.